Manufacturer narrative:
During insertion of an optease vena cava filter friction/resistance occurred during insertion of the sheath introducer into the patient. When the physician checked the device, the distal sheath end was found frayed. The patient was male but age was unknown. The procedure was a filter implantation for deep vein thrombosis (dvt). The target lesion was ivc. No calcification or vessel tortuosity, the rate of stenosis was unknown. Approach was made from the right jugular vein. Friction/resistance occurred while inserting sheath introducer for optease into the patient. When the physician checked the device, the distal sheath end was found frayed. Another new product was opened and the procedure was completed without any other problems. There was no reported patient injury. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the information available, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During insertion of an optease vena cava filter friction/resistance occurred during insertion of the sheath introducer of vena cava kit (accessory, complaint product) into the patient. When the physician checked the device, the distal sheath end was found frayed. The patient was male but age was unknown. The procedure was a filter implantation for deep vein thrombosis (dvt). The target lesion was ivc. No calcification or vessel tortuosity, the rate of stenosis was unknown. Approach was made from the right jugular vein. Friction/resistance occurred while inserting sheath introducer for optease (accessory, complaint product) into the patient. When the physician checked the device, the distal sheath end was found frayed. Another new product (details unk) was opened and the procedure was completed without any other problems. There was no adverse event and the patient is in stable condition.